Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, (B)(4), description: artisan 2x8 lim paddle lead. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was explanted due to an infection. The patient was treated with IV antibiotics. The physician assessed that the infection was not device or procedure related. The patient is reportedly doing well.